Event description:
It was reported to vyaire medical that the bellavista1000 having occlusion alarm. Furthermore, there was no information for patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Performed calibration and base unit test, all passed. The device is now working according to its specs and will be returning to ICU for use. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the unit was not returned for evaluation. The root cause was determined due to user fault - not following instructions.